Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on "adverse event(s)/product quality complaint details: immune response: the surgeon reported that... "You can form an immune response to [rhbmp-2]. We've seen that where patients have had to go back for another surgery and we've actually tested them for that and they do form an immune response, so we don't know if they can ever get it again or will actually reject the growth factor implant. We've seen it in a couple of patients in our practice here - at least three I know of. These were patients where they had used rhbmp-2 for open injuries and unfortunately the open injury went on to non-union despite using that. So working with the immunologist here we drew some of the antibody titers to the bmp's and they were positive, so they actually formed an immune response to it. They weren't actually attacking it but it did show that their body recognized it as not cells and had antibodies against it. It was probably at least 5 years now. Maybe one of them but I know at least the other ones were not reported."

Manufacturer narrative:
(B)(4).